Event description:
The reporter claimed the patient's blood glucose went up to 600 mg/dl while having communication issue between the glucose meter and the animas insulin pump. At the time of concern, the patient reportedly moved the meter and pump closer together to establish communication. According to the pump and meter history, the bolus delivery was successful; however, the reporter did not feel the bolus delivered correct since the patient had elevated blood glucose, symptoms of nausea and vomiting, and sign of ketones. In addition, the reporter felt that the issue has cause the patient¿s blood glucose to range from 300-600 mg/dl. During elevated blood glucose episode, the patient was able to resolve the elevated blood glucose with the subject insulin pump. During troubleshooting, the reported issue was not resolved with training. There was no product misuse. The communication issue could not be duplicated during the phone call. The subject insulin pump and meter was within range per IFU. This complaint is being reported because the patient allegedly had elevated blood glucose above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump and meter have been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the meter's download history shows 2 errors, record of the radio frequency was down, and a bolus canceled by signal strength. On testing of the meter, the meter was able to be successfully paired with the subject pump. Test boluses were performed with the subject meter remote without errors occurring. Review of the pump's download history revealed zero unit meter boluses recorded. On pump testing, a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.